Manufacturer narrative:
.

Event description:
It was reported that the hcp was having issues with his obese pump pts. He had several obese pts whose pumps were flipping or spinning. Anchoring techniques, the use of a mesh pouch and the use of an abdominal binder during the first several weeks post implant were discussed. When asked for specific pt information regarding the patients involved, the hcp replied, "it doesn't matter who the patients are, there is nothing wrong with the pump, the pump works fine." He also stated, it had been recommended that he use a suture or mesh pouch both of which he had done, but he stated there was nothing to anchor to except fat and that didn't help. He declined to give any further information.